Event description:
This is a spontaneous case report received via regulatory authority in (B)(6) on 19-mar-2016, from a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013, and forwarded to bayer on 04-aug-2016. Related to the device placement, the complication of device insertion was reported. Also it was reported that the left coil was not enclosed well enough/ removed partially in (B)(6) 2014. The migration of implant was reported. Then was given clips on both sides. In an unspecified date consumer experienced leg pain, and tingling (hands, feets, legs and arms). Consumer also reported problems with movements and work-related problems. A blood test, internal examination, CT-scan and an echo were performed but nothing was found. Unspecified medication was given but consumer was not recovered. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the left coil was not enclosed well enough/ removed partially. The migration of implant was reported. Then was given clips on both sides. This event is serious and listed in the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. In this case, it was not clear whether both essure coils were removed. Based on the information provided and possible mechanism of migration, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. Technical analysis has been requested. No further information could be obtained.

Manufacturer narrative:
Follow-up received on 06-oct-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-oct-2016 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 756 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the left coil was not enclosed well enough/ removed partially. The migration of implant was reported. Then was given clips on both sides. This event is serious and listed in the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. In this case, it was not clear whether both essure coils were removed. Based on the information provided and possible mechanism of migration, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information could be obtained.